Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during the execution of the ¿twelve hr fixed brain¿ protocol comprising 121 cassettes which started in retort a at 17:07 on 10 september 2025 and completed successfully at 05:52 on 11 september 2025, from which sub-optimal tissue processing was reported by the customer. The root cause of the ¿overprocessed tissue, staining impact. Brittle when cutting, pale staining¿ reported by the customer was due to use of a protocol of inappropriate duration for the type(s) and size(s) of the patient tissue samples being processed. Section 8.2.1 of the leica peloris/pelors ii user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: -the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. -the 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. -the 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. -the 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). -the 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol.

Event description:
On 11 september 2025, the local assigned leica senior field applications specialist ¿ core histology, florida (fas) provided support to the customer and documented the following: ¿customer reported gi biopsies were brittle with pale staining. Customer recommended: - service to decontaminate wax baths - empty reagent stations, rinse and refresh with appropriate reagents and graded ethanol for initial setup - review our recommended tissue type and size with our pre-defined processing programs on peloris. - carryover value for customer's protocols changed to 43 to reflect an accurate carryover value according to the workflow. Customer reported approx 80-90% of the cassettes on average will contain a micro/mesh cassette¿. The fas documented the affected patient tissue samples were derived from one (1) ¿twelve hr fixed brain¿ protocol executed in retort a comprising 121 cassettes which started at 17:07 on 10 september 2025 and completed at 05:52. The type(s) and size(s) of affected patient tissue was documented as ¿gi¿ and ¿3mm x 2mm x 1mm¿, respectively. The affected tissue artefact was described as ¿brittle when cutting. Staining pale¿, and the affected patient tissue samples were not re-processed. The fas documented ¿bottle 3 tan hue with clear clarity bottle 4 tan hue with clear clarity, floating debris bottle 5 slight tan hue with clear clarity, moderate salts observed at base of bottle 6 tan hue with clear clarity, moderate salts observed at base of bottle 7 mild tan hue with clear clarity, floating debris, salts bottle 8 mild tan hue, floating debris, salts bottle 9 tan hue, floating debris bottle 10 tan hue, salts, fat sludge w1 & w2 & w4 observed liquid separation at base, odor of formalin.¿ the fas measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer and recorded both the measured ethanol concentration and that calculated by the instrument software algorithm. The variance between the measured and calculated ethanol concentration was found to be within the acceptable limits of +/-5% for all bottles except bottle 3, bottle 6, and bottle 10 which had variances between 6 ¿ 11%. On 16 september 2025, leica biosystems melbourne received information that all patient cases were diagnosable; and no re-biopsy was performed nor recommended. No adverse consequence(s) to a patient(s) has been reported to the manufacturer.